Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received six inappropriate shocks and one failed antitachycardia pacing for sinus tachycardia versus supraventricular tachycardia. The patient admitted to missing her medication doses. The patient was admitted for observation and prescribed with anti-anxiety medication. Remains in service. No additional adverse patient effects were reported.